Event description:
It was reported that during a laparoscopic gastric bypass procedure, the sleeve of the device was leaking at the seal. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? Please describe the noise. Yes. Was there a drop in pressure? Asku. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Seal on the sleeve. Was a device inserted in the trocar during the leaking? No. If so, what device? Was any torque being applied to the trocar or device? No, there was no device in the trocar.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.